Event description:
Customer reported to beckman coulter, inc (bec) that there was a drip on the tip of the probe of the coulter lh 500 hematology analyzer. Customer reported that all the controls were out of range. Customer reported that there was a fluid leak in the area of the blood sampling valve (bsv) customer reported that the leak was contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the front blood detector was not affixed to the chassis of the analyzer, impeding the left blood sampling valve pad from fully rotating. The fse fastened the front blood detector to the analyzer.

Manufacturer narrative:
(B)(4).